Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Unrelated repairs were completed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device display screen went blank while in use. A blank display can be indicative of a device lock up condition. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.